Event description:
Ecp reports a patient was fit with an acuvue advance contact lens in march 2005 on a daily wear schedule for their left eye. The patient was wearing an extended wear toric lens on the right eye. In 2005, the patient was seen by the ecp with a possible corneal ulcer at 9'oclock and corneal staining at 6 0'clock. The ecp reported the patient had been wearing the lenses on an extended wear schedule for an unknown period of time. The patient was treated with vigamox and seen the next day and their corneal was clear. The patient returned eleven days later with corneal edema in the left eye at 6 0'clock in the area where the corneal abrasion had been seen at 6 o'clock. The patient had been seen by their family physician for a sinus infection. The ecp did not prescribe medication. The ect said the patient that eight days later the patient inserted lenses and reported "pain" in the left eye around 11 0'clock. The patient removed the lens at 3 0 'clock p.m. Thsat night the patient went to an emergency room. The ecp reported that he saw the patient the morning. The ecp said the patient had non-infected corneal ulcers at 12 0'clock and 20'clock and an infected corneal ulcer below the pupil and iritis. Visual acuity was 20/40 at that time. The patient was prescribed vigamox was referred to an ophthalmologist for treatment. The corneal specialist prescribed vigamox q1h. Ciloxan ointment at bedtime and atropine. On a follow-up call the ecp said the ophthalmologist reported the patient's eye had improved but he did not have additional information from the ophthalmologist and he did not provide the corneal specialist's name for follow-up.